Event description:
A user facility reported that an external dialyzer blood leak occurred during an unknown amount of time after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the external blood leak. Visible blood was noted leaking from the dialyzer housing and treatment was immediately terminated. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and treatment was terminated. Fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No visible damage was identified on the dialyzer prior to use. The patient's blood was returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was unknown. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred during an unknown amount of time after initiation of a patient¿s hemodialysis (hd) treatment. The machine did not alarm with the external blood leak. Visible blood was noted leaking from the dialyzer housing and treatment was immediately terminated. The machine, a fresenius 2008t, did not alarm with a blood leak alert as the blood leak was visually noted and treatment was terminated. Fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No visible damage was identified on the dialyzer prior to use. The patient's blood was returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was unknown. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation. Additional plant investigation from h10: the nc/CAPA decision tree was completed (see below) and the trigger limit has not been exceeded for this lot at this time. Should any future complaints be received on this lot number the decision tree will again be completed in that investigation and an nc/CAPA initiated as required. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. As all three complaints against the lot involve external leaks, an sap unique customer search was performed to identify the number of unique customers who received product from the reported lot. The search revealed that 22bu07024 (lot (B)(4)) was fully distributed to 198 unique customers. The three complaints were noted as being received from one of the 198 different customers, and are each addressed in a complaint file. (Continued in b5)